Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device unique device identification (UDI) unavailable. The suspect computer was received by the manufacturer for evaluation. Testing confirmed red and blue dots on the screen. The screen intermittently goes completely black. When a known good graphics card is installed into the computer it passed testing. This confirmed a graphics card malfunction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a veterinary procedure, the navigation system became unresponsive. The spine application started working, however, both a staff monitor and surgeon monitor showed red and blue dots on screen, and became unresponsive afterwards. The site rebooted the system again but it was still unresponsive. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact to the animal. No delay was reported. No additional information was provided.

Manufacturer narrative:
Correction: updated with correct 510k number as the product reported in this event was not marketed in the us, but is considered similar to the device with the 510k listed. The system checkout was performed. The issue resolved after the computer was replaced. If information is provided in the future, a supplemental report will be issued.